Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Manufacturer narrative:
(B)(4). This device was not returned to baxter for evaluation, therefore the reported condition could not be confirmed and the root cause could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause is currently being investigated through (B)(4). Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility representative reported that the reservoir of an intermate sv 200 device ruptured during patient use. The device was filled with an unknown drug and had just been hooked up to an unknown patient when the reservoir ruptured. No patient injury or medical intervention was reported. No additional information was reported.